Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dark. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dark. It was also stated that only the alarm light emitting diode (led) was lit even after the unit as powered on during in an inspection. It was suspected that the cause of the issue was due to the hospital's outlet due to the device being able to be used in other rooms. This investigation is ongoing.

Manufacturer narrative:
(B)(6).